Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
Patient information was requested, but the customer would not provide it. Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the power supply. The device is back in service.

Event description:
The customer reported no ac power. The device is operating on battery power when plugged into ac power. The device shut down due to a depleted battery. No patient harm reported. Pending patient information.

Event description:
The customer reported no ac power. The device is operating on battery power when plugged into ac power. The device shut down due to a depleted battery. No patient harm reported. Pending patient information.